Event description:
It was reported that the speaker and vibrate function of the pump were not audible. There was no reported impact to the customer¿s blood glucose level. The customer was instructed to adjust settings and confirm issues through various tests; however, as the pump did not sound an alert, customer technical support decided to replace the pump. Meanwhile, the customer will use multiple daily injections for insulin delivery and was informed about returning the faulty pump using a prepaid label.